Manufacturer narrative:
Device expiration date: unknown. Medical device lot #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the unspecified bd tubing set, there was a leak at the y connection. The following information was provided by the initial reporter: bd (B)(4)reported date: (B)(6) 2022. Event date: (B)(6) 2022. Item number: not reported; lot number: not reported; item retained in defect depot?: no; picture: no. No harm was reported to the patient; ambulatory treatment center - ctrc (cc). 17:08, start of inv.((B)(6) 2020) bnt153 infusion via syringe pump @180 ml/hr. Syringe volume: 23.8 ml. 17:09, leak noted at the y-connection, infusion paused. Volume infused 2.31 ml. 17:15, pharmacist came to patient's room, showed where leaked was. 17:28, doctor informed of the infusion leakage. 17:38, doctor came to see patient and inspect tubing. 19:02, drug remade at 90% of the original dose. Original dose (960 mcg) was prepared per protocol study guidelines. As part of dose checking sop, IV room pharmacist checked final dose for leaks. No leaks noted and dose dispensed. Leak reported to pharmacy by nurse after infusion had started. Pharmacist inspected leak and calculated remaining dose based on infusion info displayed on alaris pump. Pharmacist notified physician to explain situation and ask for a new order to be placed in epic for the remaining dose (867.6 mcg) that needed to be given. Md entered new order and pharmacy prepared per sop.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leakage at the y-site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using the unspecified bd tubing set, there was a leak at the y connection. The following information was provided by the initial reporter: bd 210 reported date: (B)(6)22 event date: (B)(6)22 item number: not reported; lot number: not reported; item retained in defect depot?: no; picture: no. No harm was reported to the patient; ambulatory treatment center - ctrc (cc) ¿ 17:08 start of inv.(2020-1019) bnt153 infusion via syringe pump @180 ml/hr. Syringe volume: 23.8 ml 17:09 leak noted at the y-connection, infusion paused. Volume infused 2.31 ml. 17:15 pharmacist came to patient's room, showed where leaked was. 17:28 doctor informed of the infusion leakage. 17:38 doctor came to see patient and inspect tubing. 19:02 drug remade at 90% of the original dose. Original dose (960 mcg) was prepared per protocol study guidelines. As part of dose checking sop, IV room pharmacist checked final dose for leaks. No leaks noted and dose dispensed. Leak reported to pharmacy by nurse after infusion had started. Pharmacist inspected leak and calculated remaining dose based on infusion info displayed on alaris pump. Pharmacist notified physician to explain situation and ask for a new order to be placed in epic for the remaining dose (867.6 mcg) that needed to be given. Md entered new order and pharmacy prepared per sop.